Manufacturer narrative:
Only the distal portion of the lead was returned measuring 51.1cm in length. External insulation abrasion was found at 7.8cm to 8cm from the distal tip. The etfe coating on one of the exposed re-cables was damaged. External abrasions were also found at 41cm-41.8cm and 26.3cm-26.7cm. Internal insulation abrasion was noted between 9.1cm and 12.6cm from the distal tip.

Event description:
It was reported that at routine device replacement, fluoroscopy found insulation abrasion. The cable portion of the lead had migrated outside the lead body. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.